Manufacturer narrative:
The field service engineer found the rinse station spring was misplaced causing an elevation of the rinse nozzle and small leaks to the cuvettes. He fixed the nozzle spring, performed adjustments, and mechanism checks. It was believed the customer accidentally snapped off the spring during customer maintenance. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable results for multiple patient samples from the cobas 8000 c702 module. Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.